Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual liquid at the tip could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the distal end of the duodenovideoscope found with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned for annual inspection. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: air/water-cylinder and suction-cylinder had no color; scope connector cover unit had stain; distal end was shaved. As per evaluation, parts must be replaced due to annual inspection the investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.